Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, it was estimated that the image was not displayed due to the video communication could not be transmitted to the processor due to the damage on the cable. Product shipment record was reviewed and no issues were found on the device. The damage on the cable is considered to be due to the handling of the user. Feedback to customer : please use it carefully so as not to damage the cable. As stated on the IFU (instruction for use) the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned subject device was received and evaluated. Inspection found the reported customer issue was confirmed. Upon inspection, device was found with no image due to faulty cable. In addition, fading was observed on the rear cover label and the rear packing was found peeled. Based on evaluation findings, the reported issue was identified to be attributed to a faulty cable. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
The user facility reported "no image comes up on the screen" . The issue found during preparation for use. There was no patient involvement on this event reported. No user injury reported.